Manufacturer narrative:
Batch review was performed on 12.aug.2021: lot 1910493: (B)(4) items manufactured and released on 6-may-2020. Expiration date: 2025-apr-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
8 months after the primary surgery the patient came in reporting pain due to a loose tibia and the cause of the loose tibia is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.